Event description:
It was reported that three days post filter placement, the pt presented with abdominal pain. A CT scan was performed and it was identified that three filter limbs (two legs and one arm), appeared to be perforating the cava wall. The filter was retrieved and a competitor's filter was successfully implanted. The pt was reported to be asymptomatic after filter retrieval.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been returned for evaluation and the investigation is currently underway.